Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 16.3-a. The criteria is <55-a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d150414-1). The control solution tests for level low are 55/54 mg/dl; for level high are 268/270 mg/dl. The control solution ranges are: level low 25 approximately 70 mg/dl; level high 210 approximately 310 mg/dl. All results were within the acceptance range. Pass. Tested patient's returned strips (lot number: d150414-1). The control solution tests for level low were 58 mg/dl; for level high were 291 mg/dl. The control solution ranges are: level low 25 approximately 70 mg/dl; level high 210 approximately 310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Prodigy diabetes care received a call on (B)(6) 2016 reporting a medical intervention that occured on (B)(6) 2016 at 1:30am. Patient's daughter (rm) called in stating patient got a reading with the prodigy meter of 28mg/dl which prompted her to take patient to hospital. Patient took lantus, ate chocolate and drank a soda before bedtime of the event. (Rm) stated that patient' blood glucose was tested several additional times before being taken to the hospital with the following results: 227, 237, 147, 227, 97, 64, 155, 137, 71 and 48mg/dl. Patient's normal blood glucose reading around the time of the event is between 130-135mg/dl. (Rm) stated that patient was experiencing signs of shakiness. Patient went to the ER on her own. Patient's blood glucose upon arrival at ER was 204mg/dl. No additional glucose testing was performed while at the hospital and no treatment was administered. Patient's total stay in hospital was approximately 1/2 hour. Prodigy diabetes care sent replacement and prepaid envelope requesting return of suspect device.